Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received results of 174, 182, and 244 mg/dl. Then normal control range was 95-126 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation.